Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the nurse control panel was damaged. He replaced the nurse control panel to repair the bed.